Manufacturer narrative:
On 12-dec-2024, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent an atrial fibrillation ablation with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and the patient experienced pericardial effusion that required pericardiocentesis and surgical intervention. It was reported that during an atrial fibrillation case a pericardial effusion was noticed. The medical team was unable to register blood pressure on the patient. The medical team confirmed a pericardial effusion was present on ice (intracardiac echocardiography) catheter. The medical intervention provided was a pericardiocentesis and the patient was sent to surgery. The patient was taken to surgery for rv (right ventricular) patch. Patient required extended hospitalization. Device evaluation details: the product was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection and revision of all features were performed following j&j medtech procedures. Visual analysis revealed that the shaft was bent, and the hemostatic valve was missing from the irrigation hub. Afterward, a dilator sample was introduced into the sheath, but no valve was detected. This type of failure is not related to the manufacturing process since the manufacturer has four process controls in place to prevent a device without a hemostatic valve from reaching the end customer. The device features were reviewed, and no issues were observed during the product investigation. A device history review was performed for the finished device number lot 00002705 and no internal action related to the complaint was found during the review. The root cause of the adverse event remains unknown. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The potential cause of the missing hemostatic valve and bent shaft could be related to the manipulation of the device during or after the procedure, however, this could not be conclusively determined. No error messages were observed on johnson & johnson medtech equipment during the procedure. The physician mentioned they thought the injury was possibly something to do with transseptal and noted that the anatomy was a little weird. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade; before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. Use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Once the sheath is inserted into the vasculature and the dilator is removed, aspirate until steady blood return is achieved prior to flushing or infusion. All fluid infusion should be through the side port. In order to minimize the risk of air embolism provide a continuous infusion of heparinized saline solution once the sheath is inserted into the patient. Slowly remove or insert the dilator or other devices. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and the patient experienced pericardial effusion that required pericardiocentesis and surgical intervention. It was reported that during an atrial fibrillation case a pericardial effusion was noticed. The medical team was unable to register blood pressure on the patient. The medical team confirmed a pericardial effusion was present on ice (intracardiac echocardiography) catheter. The medical intervention provided was a pericardiocentesis and the patient was sent to surgery. The patient was taken to surgery for rv (right ventricular) patch. Patient required extended hospitalization. The physician mentioned they thought the injury was possibly something to do with the transseptal and noted that the patient's anatomy was a little weird. No ablation had yet been completed at the time of the injury. The ablation catheter was not yet in the body. Procedural act (activated clotting time) was >400, reversal was given after effusion. Relevant past medical history: atrial fibrillation, aortic stenosis, hypertension, previous mi (myocardial infarction) and sleep apnea.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).